Event description:
The following has been reported: biomed reported the notes in workorder state: programming not available pump must be serviced. No apparent damage or cracks. Screen is tight. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: mechanical hardware failure (housing), electrical hardware failure (batteries 1 & 2). The device was received back for investigation. During the investigation, it was confirmed that the pump wouldn't charge or turn on. It was discovered during internal investigation that this device shows signs of fluid ingress throughout the inside of the pump. The set ID seal appears intact as contamination at the seal does not cross over into the set ID. Reporting due to referenced issue. No adverse effects were reported.